Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was returned to the customer.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device failed to charge to set energy. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.